Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of congestion in throat and nose, accumilating mucus in chest and throat, an unusual spot that appeared of nose which was cancerous, trouble swallowing and also alleged of nasal/throat irritation or soreness.the doctor cleared spot on nose but the spot left a red marking. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of congestion in throat and nose, accumilating mucus in chest and throat, an unusual spot that appeared of nose which was cancerous, trouble swallowing and also alleged of nasal/throat irritation or soreness.the doctor cleared spot on nose but the spot left a red marking. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.